Manufacturer narrative:
(B)(4). Date sent: 9/5/2018. Batch #unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Additional information was requested and the following was obtained: was there an anastomotic leak ? Yes. Or, was there bleeding at the staple line? Yes. How did the device "misfire"? Improper staple formation. Did the device deliver any staples? Yes. If yes, were the staples formed properly? No. If yes, was the staple line complete? Yes. Did the device cut? Yes. If yes, was the cut line complete? Yes. If yes, was there any issue with the cut line such as jagged, dull knife, irregular, etc.? No. Was there any difficulty opening the device? No. Is the current patient status known? Patient "of" fine. Was there any patient consequence or change in the post-operative care of the patient as a result of the event? No.

Event description:
Inconsistent staple formation leads to leek and powered gun got misfire where doctors did over suturing over the staple line.